Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
It was reported that patient had a left tha and experiencing pain in hip area at surgical site for approximately 6-7 months.